Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was not working properly because they had lost their programmer. The also provided that they had a bladder infection, and they were attempting to contact their healthcare provider. There were no further complications reported as a result of this event.